Event description:
It was reported by the affiliate that during a cholecystectomy procedure, the clip ejected. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Yielded jaw, dropping or ejected clip. Evaluation summary: the analysis results of the er420 instrument found that it was received with the jaws yielded. The instrument was cycled and ejected the remaining clip due to the condition of the jaws. The instrument locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In order to avoid this issue, please do not excessively twist of torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. Additionally, although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use, "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips." We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.